Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when blood is drawn, the blood collection device is rotated to the needle holder, and blood leaked at the interface during blood drawing. No impact on patients or users."

Manufacturer narrative:
Investigation summary: material #: 301746; lot/batch #: 2084150. Bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "when blood is drawn, the blood collection device is rotated to the needle holder, and blood leaked at the interface during blood drawing. No impact on patients or users."